Event description:
Patient post avr ((B)(6) 2019) w/temp. Pacer on/wires intact. Patient in nsr without capture in am and device noted to not capture when patient had extended period of asystole (approx. 3 min) at 11:04 am. Patient c/o lightheadedness/breathing difficulty. Staff reset the pacemaker to ¿on¿ and nsr returned w/capture of device. Device removed and replaced with another avp.